Event description:
Nurse alleges that the patient put leg through the opening of the side rail and bruised it. Nurse requested side rail pads for this bed. During a follow-up in 2001 it was stated by lpn that no bruises were found on patient's leg.